Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of an unsaturated tampon, the string separated from the pledget leaving the pledget inside her vaginal cavity. She manually removed the pledget in one piece. She did not seek medical attention and did not experience any adverse health effects.